Manufacturer narrative:
(B)(4). Investigation summary: observations and testing could not be performed in the absence of a sample. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage male luer connection (q-syte) with lot #9204389 regarding item #385100. Investigation conclusion: the defect leakage male luer connection (q-syte) could not be refuted nor confirmed in the absence of a sample. Root cause description: the root cause cannot be determined for an unconfirmed defect. Rationale: customer complaint trends are evaluated on a monthly basis, however the need for a formal corrective action cannot be determined in the absence of the root cause.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked during use. The following information was provided by the initial reporter: the customer reported leakage from the connection to q-syte.